Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 04/25/2018 for evaluation. The device was visually inspected, and no defect was found. The receiver will boot up and charge. Performed share log review and customer complaint was not confirmed. The receiver passed all functional testing. Performed paring test and passed. The reported event of a loss of connection was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.